Manufacturer narrative:
Failure investigation (fi) lab received the power supply for evaluation. Visual inspection of the returned power supply revealed no evidence of damage or contamination. Fi technician installed the power supply into the fi test ventilator and performed operational test and failed. Fi technician attached the power supply to the 100vdc power supply. Using the oscilloscope the signal at the junction of r91 and the positive lead of the c56 was monitored, which revealed the voltage was dropping below the threshold voltage, approximately 8.5 volts, required to initialize u8. The c56 capacitor signal was dropping to 7.52v. The failure of c56 prevented the power supply from operating on ac power. The determination could be made that the device failed to meet specifications. The root cause for the reported issue is due to c56 capacitor signal was dropping to 7.52v.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Date of event: (B)(6) 2016.

Event description:
The customer reported that the screen went blank while the unit was on a patient. The customer reported there was no patient harm or injury.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site. The fse discovered the unit has an error code message of post timer/24v failure and external battery test failed. Fse identified that the power supply voltage is low. The fse replaced the power supply and external battery to address the findings. Fse performed electrical safety, extended self-test (est), external & backup battery tests; the unit passed. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.